Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during product demonstration performed on an unknown date. According to the complainant, during the demonstration, the first band failed to deploy. The second band was then deployed; however the first band deployed from the ligator together with the second band. There was no procedure or patient involvement in this event.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4) for the event of bands failed to deploy. (B)(4) for the event of bands prematurely deployed. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.